Event description:
It was reported that the pt's pump and catheter were implanted in 2009. The pt soon developed a seroma at the pump pocket. The seroma was drained but re-occurred. The implanting physician then performed a blood patch suspecting a dural leak. The seroma again re-occurred. During the investigation/removal procedure, the catheter was cut in 2 and a surgical tie was placed on one of the severed ends. The implanting physician explanted both catheter segments and replaced with a new catheter. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.